Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 4 devices were received for evaluation; 3 events were duplicated during testing. Approx 1 event was not duplicated; however, the device was out of specifications. Approx 3 devices were found to be affected by worn/damaged internal components. Approx 1 device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events, in which the device overheated. Approx 2 reported events had no patient involvement; no patient impact. Approx 2 reported events had patient involvement with no patient impact.